Event description:
It was reported that the lead was explanted and replaced due to noise.

Manufacturer narrative:
A partial lead was returned in two pieces. Analysis of the returned portions was normal. The damage found was sustained during the surgical procedure. Without the return of the entire lead a full analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.